Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed. In artemis, the 23069 error was found indicating primary encoder error on the usm insertion axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion chip encoder virtual absolute (cva) printed circuit assembly (pca) and insertion cva disc were inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Although a definitive root cause cannot be determined, the probable root cause is attributed to the insertion cva and insertion cva disc in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator 2 (usm2) to resolve the issue. The system was tested and verified ready for use. Fse spoke with technical support engineer (tse) due to 3 usm2's having been replaced in the past month. Tse also recommended to swap the umc1 and umc2 boards in the card cage just in case to see if the issues may start popping up on usm3 or 4. Fse completed this and did several power cycles and the issue did not return. Isi did receive the usm involved with this complaint to perform failure analysis, but the failure analysis testing has not yet been completed as of the date of this report. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that they have had multiple recoverable faults on universal surgical manipulator (usm) arm 2. Tse verified 23069 errors on axis 3 in logs. The customer recovered the fault 5x to continue. There was no report of usm arm being discontinued in use. The procedure was completing as planned with no reported injury.